Manufacturer narrative:
The device was returned to the factory for eval. It was unused and in its original packaging; the sterile pouch was not opened. Based upon the received condition of the device, the reported complaint would not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the co2 port on four of the vasoview 7xb short port btt's were blocked and no co2 could pass through the tube. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question. Refer to MFR report # 2242352-2012-00458, 01396 and 01398 for the related reports.